Event description:
The investigation determined that incorrect assays were processed for two patient samples when run on the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that incorrect assays were processed for two patient samples when run on the vitros 350 chemistry system. The assignable cause of the event was determined to be user error. The evidence indicates that the customer reused an sid number without ensuring that the previous sample program for the sid number was processed to completion or deleted prior to reuse. The vitros 350 chemistry system was operating as intended. (B)(4)